Event description:
The customer reported the recalled/saved image differs from the image displayed on the thumbnail. The recalled image, however, maintains the correct anatomical pt and procedure and there is no mismatch of images between different pts. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and advised the customer on the method for saving images during a procedure to avoid this problem. The system operates as intended.